Event description:
It was reported to philips that the heartstart mrx defibrillator displayed error test paddles/pads with ECG cable. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. .